Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdomen') in an adult female patient who had essure (batch no. C36236) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included sexually transmitted disease nos from (B)(6) 2017 to (B)(6) 2018 and blood pressure high. Concurrent conditions included high risk sexual behavior. Concomitant products included ciprofloxacin monohydrochloride (cipro 500 mg), clarithromycin (macrobid), loperamide and sulfamethoxazole;trimethoprim (bactrim ds). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient experienced genital haemorrhage ("abnormal bleeding(general)"). In (B)(6) 2016, the patient experienced mood altered ("bad moods") and vaginal discharge ("vaginal discharge"). In (B)(6) 2017, the patient experienced urinary tract infection ("recurrent urinary tract infection"), micturition urgency ("bladder or urinary problems or changes urinary urgency"), pollakiuria ("bladder or urinary problems or changes urinary frequency,frequency"), urine odour abnormal ("bladder or urinary problems or changes foul smelling urine") and dysuria ("bladder or urinary problems or changes urine symptoms painful/painful urination/burning with urination") and was found to have urine output decreased ("bladder or urinary problems or changes very little urine output"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)") and nausea ("nausea"). The patient was treated with azithromycin (zithromax) and surgery (total laparoscopic hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, mood altered, vaginal haemorrhage, heavy menstrual bleeding, urinary tract infection, dysmenorrhoea, dyspareunia, alopecia, urine output decreased, micturition urgency, pollakiuria, urine odour abnormal and dysuria had resolved, the genital haemorrhage, vaginal discharge and nausea outcome was unknown and the migraine and fatigue was resolving. The reporter considered abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, dysuria, fatigue, genital haemorrhage, heavy menstrual bleeding, micturition urgency, migraine, mood altered, nausea, pollakiuria, urinary tract infection, urine odour abnormal, urine output decreased, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in essure insertion date :(B)(6) 2015 2 trailing coils on left and 2 trailing coils on right. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case the following events were confirmed via patients medical records : dysuria, micturition urgency, pollakiuria, urinary tract infection, urine odour abnormal lot number- c36236 most recent follow-up information incorporated above includes: on 29-apr-2021: medical record received: reporter information, medical history, lot number, event genital bleeding was downgrade and rcc were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdomen') in an adult female patient who had essure (batch no. C36236-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included sexually transmitted disease nos from (B)(6) 2017 to (B)(6) 2018 and blood pressure high. Concurrent conditions included high risk sexual behavior. Concomitant products included ciprofloxacin monohydrochloride (cipro 500 mg), clarithromycin (macrobid), loperamide and sulfamethoxazole;trimethoprim (bactrim ds). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient experienced genital haemorrhage ("abnormal bleeding(general)"). In (B)(6) 2016, the patient experienced mood altered ("bad moods") and vaginal discharge ("vaginal discharge"). In (B)(6) 2017, the patient experienced urinary tract infection ("recurrent urinary tract infection"), micturition urgency ("bladder or urinary problems or changes urinary urgency"), pollakiuria ("bladder or urinary problems or changes urinary frequency,frequency"), urine odour abnormal ("bladder or urinary problems or changes foul smelling urine") and dysuria ("bladder or urinary problems or changes urine symptoms painful/painful urination/burning with urination") and was found to have urine output decreased ("bladder or urinary problems or changes very little urine output"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)") and nausea ("nausea"). The patient was treated with azithromycin (zithromax) and surgery (total laparoscopic hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, mood altered, vaginal haemorrhage, heavy menstrual bleeding, urinary tract infection, dysmenorrhoea, dyspareunia, alopecia, urine output decreased, micturition urgency, pollakiuria, urine odour abnormal and dysuria had resolved, the genital haemorrhage, vaginal discharge and nausea outcome was unknown and the migraine and fatigue was resolving. The reporter considered abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, dysuria, fatigue, genital haemorrhage, heavy menstrual bleeding, micturition urgency, migraine, mood altered, nausea, pollakiuria, urinary tract infection, urine odour abnormal, urine output decreased, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in essure insertion date :(B)(6) 2015 2 trailing coils on left and 2 trailing coils on right. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case the following events were confirmed via patients medical records : dysuria, micturition urgency, pollakiuria, urinary tract infection, urine odour abnormal reported lot number : c36236 is not valid . Most recent follow-up information incorporated above includes: on 21-may-2021: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdomen') in an adult female patient who had essure (batch no. C36236-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included sexually transmitted disease nos from (B)(6) 2017 to (B)(6) 2018 and blood pressure high. Concurrent conditions included high risk sexual behavior. Concomitant products included ciprofloxacin monohydrochloride (cipro 500 mg), clarithromycin (macrobid), loperamide and sulfamethoxazole;trimethoprim (bactrim ds). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient experienced genital haemorrhage ("abnormal bleeding(general)"). In (B)(6) 2016, the patient experienced mood altered ("bad moods") and vaginal discharge ("vaginal discharge"). In (B)(6) 2017, the patient experienced urinary tract infection ("recurrent urinary tract infection"), micturition urgency ("bladder or urinary problems or changes urinary urgency"), pollakiuria ("bladder or urinary problems or changes urinary frequency,frequency"), urine odour abnormal ("bladder or urinary problems or changes foul smelling urine") and dysuria ("bladder or urinary problems or changes urine symptoms painful/painful urination/burning with urination") and was found to have urine output decreased ("bladder or urinary problems or changes very little urine output"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)") and nausea ("nausea"). The patient was treated with azithromycin (zithromax) and surgery (total laparoscopic hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, mood altered, vaginal haemorrhage, heavy menstrual bleeding, urinary tract infection, dysmenorrhoea, dyspareunia, alopecia, urine output decreased, micturition urgency, pollakiuria, urine odour abnormal and dysuria had resolved, the genital haemorrhage, vaginal discharge and nausea outcome was unknown and the migraine and fatigue was resolving. The reporter considered abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, dysuria, fatigue, genital haemorrhage, heavy menstrual bleeding, micturition urgency, migraine, mood altered, nausea, pollakiuria, urinary tract infection, urine odour abnormal, urine output decreased, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in essure insertion date :(B)(6) 2015. 2 trailing coils on left and 2 trailing coils on right. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case the following events were confirmed via patients medical records : dysuria, micturition urgency, pollakiuria, urinary tract infection, urine odour abnormal reported lot number : c36236 is not valid . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 2-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdomen') and genital haemorrhage ('abnormal bleeding(general)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included blood pressure high. Concurrent conditions included high risk sexual behavior. Concomitant products included ciprofloxacin monohydrochloride (cipro 500 mg), clarithromycin (macrobid), loperamide and sulfamethoxazole;trimethoprim (bactrim ds). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss."). In (B)(6) 2015, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced mood altered ("bad moods") and vaginal discharge ("vaginal discharge"). In (B)(6) 2017, the patient experienced urinary tract infection ("recurrent urinary tract infection"), micturition urgency ("bladder or urinary problems or changes urinary urgency"), pollakiuria ("bladder or urinary problems or changes urinary frequency,frequency"), urine odour abnormal ("bladder or urinary problems or changes foul smelling urine") and dysuria ("bladder or urinary problems or changes urine symptoms painful/painful urination/burning with urination") and was found to have urine output decreased ("bladder or urinary problems or changes very little urine output"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with azithromycin (zithromax) and surgery (hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, mood altered, vaginal haemorrhage, menorrhagia, urinary tract infection, dysmenorrhoea, dyspareunia, alopecia, urine output decreased, micturition urgency, pollakiuria, urine odour abnormal and dysuria had resolved, the genital haemorrhage and vaginal discharge outcome was unknown and the migraine and fatigue was resolving. The reporter considered abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, dysuria, fatigue, genital haemorrhage, menorrhagia, micturition urgency, migraine, mood altered, pollakiuria, urinary tract infection, urine odour abnormal, urine output decreased, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in essure insertion date : (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case the following events were confirmed via patients medical records : dysuria, micturition urgency, pollakiuria, urinary tract infection, urine odour abnormal most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr recieved : previously reported event "injury" was deleted and was updated to new events. Following events were added : bad moods, abnormal bleeding (vaginal, menorrhagia), urinary tract infection, bladder problems, migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, hair loss, abnormal bleeding(general), urine symptoms painful/painful urination/burning with urination, foul smelling urine, urinary frequency, urinary urgency, very little urine output. Concomitant conditions and products added. Reporter information added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdomen') and genital haemorrhage ('abnormal bleeding(general)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included blood pressure high. Concurrent conditions included high risk sexual behavior. Concomitant products included ciprofloxacin monohydrochloride (cipro 500 mg), clarithromycin (macrobid), loperamide and sulfamethoxazole;trimethoprim (bactrim ds). On (B)(6)2015, the patient had essure inserted. In (B)(6)2015, the patient experienced migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). In (B)(6)2015, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). In (B)(6)2016, the patient experienced fatigue ("fatigue"). In february 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6)2016, the patient experienced mood altered ("bad moods") and vaginal discharge ("vaginal discharge"). In (B)(6)2017, the patient experienced urinary tract infection ("recurrent urinary tract infection"), micturition urgency ("bladder or urinary problems or changes urinary urgency"), pollakiuria ("bladder or urinary problems or changes urinary frequency,frequency"), urine odour abnormal ("bladder or urinary problems or changes foul smelling urine") and dysuria ("bladder or urinary problems or changes urine symptoms painful/painful urination/burning with urination") and was found to have urine output decreased ("bladder or urinary problems or changes very little urine output"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and nausea ("nausea"). The patient was treated with azithromycin (zithromax) and surgery (hysterectomy (full)). Essure was removed on (B)(6)2018. At the time of the report, the abdominal pain lower, mood altered, vaginal haemorrhage, menorrhagia, urinary tract infection, dysmenorrhoea, dyspareunia, alopecia, urine output decreased, micturition urgency, pollakiuria, urine odour abnormal and dysuria had resolved, the genital haemorrhage, vaginal discharge and nausea outcome was unknown and the migraine and fatigue was resolving. The reporter considered abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, dysuria, fatigue, genital haemorrhage, menorrhagia, micturition urgency, migraine, mood altered, nausea, pollakiuria, urinary tract infection, urine odour abnormal, urine output decreased, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in essure insertion date :(B)(6)2015. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6)2015: total bilateral occlusion. Concerning the injuries reported in this case the following events were confirmed via patients medical records : dysuria, micturition urgency, pollakiuria, urinary tract infection, urine odour abnormal most recent follow-up information incorporated above includes: on 17-sep-2019: pfs received : event nausea was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.